Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. During preparation of a 2.00mm x 15mm maverick²¿ balloon catheter, it was noted that the device delivery shaft was fractured at about 40cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated MFR.: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was loosely folded. There is blood and contrast on the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube is completely separated 72.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube and shaft kinks. The tip is damaged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. During preparation of a 2.00mm x 15mm maverick balloon catheter, it was noted that the device delivery shaft was fractured at about 40cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.